Manufacturer narrative:
E1 complete facility name: (B)(6). No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the plastic sheet (sheath) of the aspiration needle was torn or detached from the needle during puncture and remained in the patient. The issue occurred during an unspecified procedure and the sheath was recovered from the patient. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information and the results of the final investigation. The customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received that the reported issue occurred during a diagnostic endobronchial ultrasound (ebus) procedure. The patient was sedated with midazolam and propofol. The sheath was removed from the patient with forceps. There were no further reports of patient harm.